Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine with a concentration of 5 mg/ml at a dose of 1 mg/day. It was reported the patient was planning to have the pump removed. The patient reported the reason for removal was because she didn¿t feel any different since she had the pump implanted and couldn¿t shake it off when the medication was reduced. The patient was going to follow-up with a health care provider (hcp), but the patient had moved and was looking for an hcp to remove the pump. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.